Event description:
Caller reported experiencing alarm 2 followed by alarm 26 due to an occlusion issue. There was no reported impact on the customer¿s blood glucose level because the information was unavailable from the caller. Technical support instructed the caller on steps to troubleshoot, including disconnection and reconnection procedures, and filling a new cartridge. Despite these efforts, the occlusion persisted at the site. The caller observed a ball of insulin, confirming the blockage was at the site. Technical support assisted with loading a new cartridge and decided to replace the pump. In the meantime, the customer was advised to use an alternate insulin delivery method. The customer was also guided on returning the faulty pump.